Manufacturer narrative:
Concomitant product(s): c2tr01 crt-p, implanted (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. The patient was also treated with antibiotics. The right ventricular (rv) lead broke during the lead extraction attempt and was partially explanted. The left ventricular (lv) lead was also only partially explanted. No further patient complications have been reported as a result of this event.